Event description:
Morning on (B)(6) 2015 woke up, right front drop and numbness on top of right foot with loss of muscle strength. On (B)(6) 2015 appt. Nurse practitioner (B)(6). On (B)(6) 2015, xray of ankle and knee (no trauma); (B)(6) 2015 acupuncture treatments weekly until (B)(6) 2015. Then every other week until (B)(6) 2015 when weakness returned in right leg. Lab tests (B)(6) 2015 testing for lyme, lupus and other immunology disease results negative. In (B)(6) 2015 MRI herniated disc l3 and l4, (B)(6) 2015 appt with np (B)(6) to physical therapy and neurological dr. (B)(6). On (B)(6) 2015, appt with dr. (B)(6) referred to neurologist dr. (B)(6) for rle neuro diagnostic; (B)(6) 2016 appt with neurologist (B)(6) and conducted neuro diagnostic of right leg, from knee to toe. (B)(4) study confirmed decreased conduction velocity and reduced amplitude with proximal stimulation in the right peroneal nerve. Right peroneal neuropathy confirmed. On (B)(6) 2016 appt np (B)(6) to review mr. (B)(6) diagnosis. No trauma occurred to knee to cause, so cause has to be something else. Continue bi-weekly physical therapy and medical leave. On (B)(6) 2016, appt weekly acupuncture treatment (B)(6). Discussed dr. (B)(6)'s diagnosis. Discussed toxins etc. Botox is a toxin! I had botox injections on (B)(6) 2015. Previously botox in (B)(6) 2014. After further research on the internet it is very apparent that I am suffering from the botox toxins. The day before the drop foot on (B)(6) 2015, I took a 1/4 teaspoon of calm a 350 mg magnesium supplement. Foot drop (B)(6) 2015. After further research on the internet my hypothesis is that the magnesium was a catalyst for the increase in toxicity of the botox which then caused the foot drop etc. There is no warning on the calm or the botox to prevent this "toxic cocktail" from being ingested by innocent consumers. I have been on medical leave since (B)(6) 2016 trying to diagnose and recover from this. Physical therapy and acupuncture have helped. I returned to dr. (B)(6) the neurologist on (B)(6) for more info and guidance. I am currently on medical leave to get diagnosis and treatment. Calm, lot loi401569l, expiration date: 02/20/2017. Dose: 4 vials, frequency: as needed, route: given into/under the skin. Dates of use: (B)(6) 2015. Reason for use: vanity.